Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the investigation outcome. According to the complaint description, the device alarmed with tf5507 and air & oxygen supply failed. The provided logfiles confirm the reported issue at the date of the event. The root cause was identified as a defective sensor board, which was subsequently replaced. Following the replacement, the device functioned as intended.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5507 and air & oxygen supply failed. No patient involvement.